Manufacturer narrative:
Insulin pump passed the displacement test and self test. However, moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Insulin pump received with cracked lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to fluid. The customer¿s blood glucose was unknown at the time of the incident. The customer stated the insulin pump was exposed to insulin. Customer reported that the reservoir was leak. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.